Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.

Event description:
Received info stating that customer disconnected from the pump to go swimming and when attempting to turn it back on, the pump did not respond. Reportedly, there was no impact to customer's blood glucose level.